Event description:
The manufacturer received information alleging a ventilator was not delivering the set pressure. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and visible foam particles were noted in the airpath. The devices sound abatement foam needs to be replaced to address the issue. No repair performed due to the device not needed for inventory. The unit will be scrapped.